Manufacturer narrative:
Additional information added: batch review performed on 19 april 2023: lot 1821608: (B)(4) items manufactured and released on 15-feb-2019. Expiration date: 2024-02-03. No anomalies found related to the problem. To date, 15 items of the same lot have been sold without any similar reported event in the period of review. Details of the joint screw (reference, lot, manufacturer and expiration date, PMA/510 (k) number, UDI number, batch analysis). Corrected data: description updated by adding: during the screw removal the 3 screws broke.

Event description:
Revision surgery after about 3 years due to pain, the surgeon wanted to remove the 3 iliac screws in order to solve the pain issue. During the screw removal the 3 screws broke.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department: the object of this report, in lour understanding, is the necessity to remove 3 iliac screws three years after lumbo-sacral-iliac stabilization because of pain. There is no hint that such pain could have been caused by defective devices.

Event description:
Revision surgery after about 3 years due to pain, the surgeon wanted to remove the 3 iliac screws in order to solve the pain issue.